Event description:
A nurse reported that an ophthalmic vitrectomy probe had no cutting before vitrectomy surgery. The surgery was completed on the same day with an alternate probe. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no complaints associated with it other than this report. The returned instrument was received in its outer blister covered with the tyvek foil showing the lot information. The instrument shows no macroscopic signs of damage and no obvious surgical residue. The product was visually inspected using a photomicroscope at various magnifications. The visual inspection showed no abnormalities. The instrument was then tested, and it was noted that opening and closing worked, but that there was some scratching. The customer's complaint is therefore confirmed. It cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customer's reported event could not be determined conclusively the exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).